Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a, device still implanted. Patient does plan to explant because she didn't want the breast prosthesis implanted. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast reconstruction procedure with a mentor memorygel breast implant 275cc gel breast prosthesis that she did not want implanted. The patient reported that she was only supposed to have a depth surgery performed and was not aware that she would be implanted with a breast prosthesis in her right breast. The patient reported that she has many concerns about breast implants and does not want them in her body. The patient is planning to explant the breast prosthesis, but at the time of this report, mentor has received no information regarding explantation or an expected explantation date.